Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak was discovered at the end of their treatment. Additional information was obtained through follow up with a patient contact. There was reported to be a small volume of fluid found inside the cassette compartment when the cycler door was opened. In the initial reporting, it was stated that no alarms occurred. During follow up, it could not be confirmed if there were any alarms or not. No visible damage was identified on the cassette when it was removed from the cycler. It was confirmed that the patient completed their treatment. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. It was confirmed the patient was trained to perform manual pd therapy, as well as stat drains if necessary. This event was reported to ts during a call that was initiated for a separate issue. The patient had continued to use the cycler after the fluid leak was discovered. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. Upon follow up, it was confirmed that the replacement cycler had arrived. The patient was said to be continuing their pd therapy on the new cycler without reoccurrence. The old cycler was reportedly returned to the manufacturer for evaluation. The cycler set was not available to be returned for evaluation as the device was discarded. In addition, the lot number for the cycler set was unknown.